Manufacturer narrative:
The following methodologies were used to investigate this event: an interview with the distributor representative who had spoken with the surgeon inferred that the patient may have been non-compliant with the surgeon's post surgical activity restrictions. Review of the single post failure x-ray image provided limited insights as to the cause review of manufacturing and quality records for the production lot confirms that the implant met all specifications. Based on the limited information available to review, we are unable to determine the cause of the broken implant. However, the cause of the implant breakage appears to be consistent with one of the following: a secondary trauma. Patient non-compliance with their surgeon's post-surgical restrictions or the surgeon not placing the implant deep enough beyond the fracture as per the instructions for use and surgical procedure guide. (B)(4).

Event description:
A crx implant broke and was removed.